Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 g2) foreign country: australia  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when attempting to remove system from crate using drive handle found motion to be abrupt in reverse direction almost causing system to come off base. The field representative (rep) declutched drive and manually pushed system onto ramp and out of crate. With drive wheels unclutched and deadman drive handle active, the rep found side chain to run at top speed in reverse. The rep adjusted potentiometer to null drive circuit when no forward or reverse pressure was applied to drive handle. The rep engaged drive wheels and tested system drive by driving around warehouse floor and made sure drive handle responded correctly when commanded to move forward/reverse, left/right. There was no patient involvement

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable. H2) correction made to img (annex g) component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.